Event description:
It is reported that customer experienced keypad anomaly. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted.